Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Cust will (B)(6) back to continue with the troubleshooting in reviewing the pump programming because she had to go to the pharmacy her back up treatment. Complaints text (B)(6) 2017, 11:48:46 , initial notes: the pump ¿ inquired what led up to the complaint. Customer response: since yesterday morning her bg306 and has continued to be high she went thought changing the site 4times, bg263, with alerts on high. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 306 mg/dl. Patient's current bg: 263 mg/dl. Customer reports the following symptoms related to their high bgs: feels horrible , just exhausted . Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: bolused and did manual injection. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: yesterday morning. Inf was last changed: four times since yesterday. Based on customer report customer does not allege pump was under delivering. Adv to d/c at qr. Customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv to check the infusion set tubing for the presence of air bubbles. Inquired if multiple large bubbles are present along the tubing length. Found: yes in the tubing . Confirmed customer is disconnected. Adv to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reports insulin exited at the qr. Adv positioning in piston/slide may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Inquired if any leaks were observed. Found: none. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer wishes to check for possible site/insulin issues. Customer reports site is changed every 2/3 days as per IFU and cdc guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high bgs may occur. Adv to check insulin vial. Found: all good . Inquired if site is sore or irritated. Found: none. Customer is using a cannula based inf. At this point the call dropped and waited for the customer, and no answer. ---the call finally dropped---- called cust back (B)(4) . -when she removed the infusion set, and found blood on the cannula, and the other infusion sets had blood at site, and she is taking baby aspirin, and is following up with hcp for this. Inquired if customer forgot to fill the cannula dead space after removing introducer needle. Found: no. Inquired if customer programmed another fill cannula after r/c and d/c instead of doing fill cannula into the air. Found: n/a . Adv in order to determine if cannula is bent site must be removed from body. Customer is able to remove/change set at this time. Adv to remove the infusion set from body and check for bent/crimped cannula. Found: straight. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. Customer has a tubing clamp available. Inquired if there are any cracks go to record for full text.